Manufacturer narrative:
The meter returned is not the serial number of the device in question. However, the results stored in the memory of the returned device do align with the date/time/ result reported by the complainant.

Manufacturer narrative:
Emt's did not treat consumer. Consumer declined going to the hospital. He was advised of a follow up with his doctor regarding the nova max link meter after emt's left consumer had meatballs and potatoes other bg results were obtained from meter memory, following the incident (B)(6). No further reports of any adverse effect or incidents. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also discovered that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. Per label copy/ package insert: - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called in to customer care regarding an incident where emt's had to be called to his home on (B)(6) 2016. According the complainant he performed a blood glucose test 'right before dinner', at 7:30 pm getting a result of 121 mg/dl. He continue to report that he received his 'normal treatment' of insulin through the pump. Consumer stated, "...he is not familiar with the pump and could not confirm how many units of insulin the pump administered..." According to his spouse, approximately 8 pm the complainant "...was not feeling well and was not making much sense..." So she called 911. The complainant reported his wife gave him 'some orange juice' while waiting for the emts to arrive.

Manufacturer narrative:
Complaint could not be confirmed. Glucose test strip vial returned by consumer contained 78 test strips. This is consistent with consumer combining strips from multiple vials into one vial. The strips could not be tested due to this observation. Combining tests strips would compromise the integrity of the strips. Qa retain test strips were utilized to complete the investigation. Vial weight within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.